Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. Medical device expiration date: unknown device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: unknown.

Event description:
A consumer reported that she stuck herself with an unspecified bd insulin pen needle while recapping after use. She stated that a 32 gauge 6mm needle was prescribed to her in error instead of a 4mm needle and when she recapped it with a smaller cap, the needle bent out of the plastic and caused the needle stick. There was no report of medical intervention.